Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device was missing the battery retainer. As a result, the battery may not stay in the device and the device may unexpectedly lose power or be unable to power on.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was due to the missing battery retainer. Stryker replaced the battery retainer to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.